Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while at the initial firing on the stomach near the pylorus, the first handle was loaded and able to articulate the reload to the right, but not the left. Handle was unloaded and second handle was used with same reload. The reload would not articulate again, so a new reload was used and was able to articulate both ways. The surgeon securely closed the black handle over the stomach tissue and pressed the green button to fire. However, the handle did not fire staples and did not advance the knife blade. The reload was unclamped and removed from the abdomen. During that time, a dry fire was done and the reload fired over the field. Loaded another reload and the surgeon re-clamped the stomach tissue with the reload and pressed the green button to fire. The reload did not fire. The surgeon pulled back on the top black piece to reset the handle, securely squeezed again and pressed the green button to fire and the reload fired successfully. Another reload was loaded to the handle, the handle fired, but the handle and reload were broken at the joint of the reload due to the surgeon did not have enough abdominal space and was putting a lot of pressure on the trocar and handle in order to get the appropriate firing angle. Another handle was reloaded with a different type of reload. The surgeon entered the abdomen and followed along the previous staple line. He squeezed the handle and secured the tissue. He pushed the green button to fire and the reload did not fire. He then pulled it out, did a dry firing over the sterile field and the reload fired successfully. A new second type of reload was loaded onto the handle. The surgeon re-entered the abdomen, articulated the handle, and squeezed the handle to secure the reload on the stomach. He pushed the green button and attempted to fire. The handle did not fire. Handle was removed to dry fire the reload again and the handle did successfully fire the reload. The scrub technician reset the handle, squeezed the handle for a second attempt at dry firing and it was an unsuccessful attempt. The handle was reset, squeezed, green button was pressed and was fired successfully. The surgical time was extended to an hour due to two misfired and broken handles. Another handle was used to complete the case.

Manufacturer narrative:
(B)(4). Concomitant medical products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#: p2k0423); egiauxl, egiauxl endogia ultra univ xl stapler (lot#: p2k0423); sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel (lot#: n2k0292y); sigtrsb45axt 45mm xtr thk reinforced rel (lot#: n2k0292y); sigtrsb45axt 45mm xtr thk reinforced rel (lot#: n2k0292y); sigtrsb45axt 45mm xtr thk reinforced rel (lot#: n2k0292y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot#: n2k0269y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot#: n2k0269y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while at the initial firing on the stomach near the pylorus, the first handle was loaded and the able to articulate the reload to the right, but not the left. Handle was unloaded and 2nd handle was used with same reload was used. The reload would not articulate again, so a new reload was used and was able to articulate both ways. The surgeon securely closed the black handle over the stomach tissue and pressed the green button to fire. However, the handle did not fire staples and did not advance the knife blade. It was noted that the first handle was replaced when it did not fire, not after the articulation. The reload was unclamped and removed from the abdomen. During that time, a dry fire was done and the reload fired over the field. Loaded another reload and the surgeon reclamped the stomach tissue with the reload and pressed the green button to fire. The reload did not fire. The surgeon pulled back on the top black piece to reset the handle, securely squeezed again and pressed the green button to fire and the reload fired successfully. Another reload was loaded to the handle, the handle fired, but the handle and reload were broken at the joint of the reload due to the surgeon not having enough abdominal space and was putting a lot of pressure on the trocar and handle in order to get the appropriate firing angle. Another handle was reloaded with a different type of reload. The surgeon entered the abdomen and followed along the previous staple line. He squeezed the handle and secured the tissue. He pushed the green button to fire and the reload did not fire. He then pulled it out, did a dry firing over the sterile field and the reload fired successfully. A new second type of reload was loaded onto the handle. The surgeon reentered the abdomen, articulated the handle, and squeezed the handle to secure the reload on the stomach. He pushed the green button and attempted to fire. The handle did not fire. Handle was removed to dry fire the reload again and the handle did successfully fire the reload. The scrub technician reset the handle, squeezed the handle for a 2nd attempt at dry firing and it was an unsuccessful attempt. The handle was reset, squeezed, green button was pressed and was fired successfully. The surgical time was extended to an hour due to two misfired and broken handles. Another handle was used to complete the case.